Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a ventral hernia repair with mesh. The patient experienced chronic pain, recurrence, intestinal blockages, mesh erosion and migration.

Manufacturer narrative:
New information shows that the product within this report was not used or otherwise involved in the reported issue. No further reports will be sent for this product event. If information is provided in the future, a supplemental report will be issued.